Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a cardiac tamponade and cardiac perforation. The patient required a pericardiocentesis to treat the issue and was admitted to the intensive care unit (ICU). No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. B5 and h6 impact codes updated with new information received.

Event description:
It was reported that a patient experienced a cardiac tamponade and cardiac perforation. The patient required a pericardiocentesis to treat the issue and was admitted to the intensive care unit (ICU). It was further reported that the effusion was found during post-ablation intracardiac echocardiography (ice) imaging. Pericardiocentesis was performed and heparin was reversed with protamine. The patient was successfully discharged from the hospital.